Event description:
It was reported that the customer "had forgotten how to complete the load process and had difficulties doing it on their own". Resulting in the customer's blood glucose displaying as "high"; however, specific value was not provided. The customer did not know how to address their elevated bg and was informed to call their hcp for guidance on how to address it. Tandem technical support walked the customer through the loading process and the customer was able to load the pump and resume insulin therapy.